Event description:
It was reported that "end of screwdriver broke off while screwing". Broken pieces did fall into the pt; but, all pieces were found and removed.

Manufacturer narrative:
Product was discarded by the hospital. No evaluation will be performed. If add'l info becomes available, it will be reported on a supplemental report.